Manufacturer narrative:
(B) (4)

Event description:
It was reported the patient was unable to adjust the stimulation using the patient programmer. A power on reset (por) condition was noted. The patient experienced a return of symptoms since the por. Troubleshooting was conducted over the phone. The patient was able to clear the por and could turn on and feel the stimulation. The cause of the por was unknown.